Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Performed teaching configuration from pc to pump - test failed. Customer's problem was duplicated. The root cause was that the interconnect printed circuit board (pcb) failed to function as intended. The interconnect pcb was replaced. Device passed all testing after repair. Service history found ro#1367516 - technician replaced plunger assembly kit and device passed all testing. This ro# is not related to this complaint.

Event description:
It was reported that the configuration of the pump failed. There was unknown patient involvement and unknown patient harm/adverse event reported.